Manufacturer narrative:
(B)(4) an investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: the manta device would not connect to the manta sheath. Additional information: during a tavi procedure, there were no issues advancing or withdrawing the procedural sheaths. There was normal resistance when attempting to advance the bypass tube. There were no additional medical procedures needed and the patient was reported as in good condition post the procedure.

Event description:
It was reported that: the manta device would not connect to the manta sheath. Additional information: during a tavi procedure, there were no issues advancing or withdrawing the procedural sheaths. There was normal resistance when attempting to advance the bypass tube. There were no additional medical procedures needed and the patient was reported as in good condition post the procedure.

Manufacturer narrative:
Qn# (B)(4). Two units of manta, dilator, sheath and one unit of depth locator were returned together. Dilators were observed to be locked into the sheath. Blood particulates were noted on all the units. Each individual manta unit is related to 3010252479-2023-00158 manta and 3010252479-2023-00159 manta unit for manta was decontaminated and inspected. Manta lever was not engaged. The dilator was removed from the sheath. The button valve was observed to be torn and displaced slightly. Bypass tube passes via the sheath when advanced without any resistance. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavi procedure, an 18f ce manta was planned for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered resistance attempting to advance the bypass tube into the sheath hub. The physician attempted to push the bypass tube into the sheath, but the bypass tube would not insert into the hub and would bounce back. No buckling or bending occurred to the bypass tube when met with resistance. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath , remove the entire system and open a new device. For further investigation, lot review, and other testing.